Event description:
It was reported that the device occlusion was out of range during testing. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device occlusion was out of range during testing. Labels seal were intact, device condition was fair. Unable to download ehl. The device was tested 3 times and all 3 test passed within our internal specification. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Manufacturer narrative:
Customer reported that the device occlusion was out of range during testing. Labels seal were intact, device condition was fair. Unable to download ehl.the device was tested 3 times and all 3 test passed within our internal specification. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that the device occlusion was out of range during testing. No patient injury was reported.